Manufacturer narrative:
D10 concomitant products: scda39, ultrason dissect scda39 curved jaw 39cm (lot#:53360342x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic abdominal wall incisional hernia repair, the 1st device tissue pad tip lifted up so it was replaced. After approximately 2 hours the 2nd device had an error tone and a red light several attempts were made but it was the same. The device was replaced and was usable when output was delivered. A load was applied to the extent that the shaft of the device was bent so it was believed that an error was displayed. After the procedure was completed the same generator and battery pack were installed on a sales demonstration unit and was able to deliver output normally. No part of the dissector broke. There was no patient harm/injury. Medtronic's initial evaluation of the incident device found the jaw liner degraded. Pieces of the jaw liner were missing.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw liner degraded. Pieces of the jaw liner were missing. It was reported that first device tissue pad tip lifted up. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.